Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against unknown purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt claims she got the pw from us. No idea where else she would get it. Thinks it's not working because she std 'I pee and there is no pee in the canister. Where is it going?' But said she is not getting wet and stays dry. Frustrated that didn't have an answer and stated did not help her. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the pt claims she got the pw from us. No idea where else she would get it. Thinks it's not working because she std 'I pee and there is no pee in the canister. Where is it going?' But said she is not getting wet and stays dry. Frustrated that didn't have an answer and stated did not help her. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.